Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Device history records could not be reviewed as the part and lot numbers are unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
A review of the primary surgical notes described no complications. With implants in place, the patella tracked normally, the knee came to full extension and flexion past 100 degrees and was stable both in flexion and extension. Zimmer-biomet package insert nexgen lps-flex mobile and lps-mobile bearing knee systems states loosening of the prosthetic knee components as an adverse effect of the surgery. A definitive root cause cannot be determined with the information provided. These devices are used for the treatment of a patient. The device history records for the tibial and femoral components as was the bone cement were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing loosening, clunking noise and scar tissue behind the knee following total knee arthroplasty.